Event description:
Patient on extracorporeal membrane oxygenation (ECMO) support via centrimag generation 2, was being transported via bed to the o.r. Reportedly, during transport, the bed went over a bump, and the centrimag generation 2 monitor went blank, and the pump stopped. Reportedly, patient became hypotensive and required administration of medication. Pump was switched to the back-up unit after which flows returned, hemodynamics returned to baseline, and patient was taken to the o.r. No reported patient harm.